Manufacturer narrative:
One used list # sn1071, intern iii system schenkel links; lot # 3917822 and one new list # sn1071, intern iii system schenkel links; lot # 3917822 were returned for evaluation. The infusion sets were pressure leak tested. Leakage was detected in the used infusion set resulting at the outlet of bifurcated tubing due to degraded tubing that was split in several locations. The probable cause of the tube degradation is excessive solvent application on polyurethane tubing during set assembly in ensenada. The new sn1071 infusion set did not leak at any location along the fluid path. The DHR for lot number 3917822 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been returned for evaluation. Testing is not complete.

Event description:
The event involved an intern iii system schenkel links that was reported that during infusion of an unspecified cytotoxic medication, various leaking splices were detected. The device was changed out/replaced with no further problems encountered. There was patient involvement and no adverse effects were reported. This report reflects 1 of 2 incidents.